Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that during an angiogram procedure on what was noted as 'a very large' patient, using a micropuncture transitionless stiffened cannula access set, there was difficulty accessing the vessels. During the procedure, a piece of the catheter broke off in the patient's subcutaneous tissue (sub-q). The fragmented portion will not be retrieved. The patient did not experience any adverse effects due to this occurrence and was reported to be ok.

Manufacturer narrative:
Investigation - evaluation: a review of the quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of the investigation, a definitive root cause to the reported event could not be conclusively determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.